Manufacturer narrative:
Investigation: an investigation could not be performed, due to a lack of returned components. Batch history review: the device history files have been checked for the available lot numbers and found to be according to the specifications valid at the time of production. Conclusion and root cause: based on the available information it is not possible to determine the cause of the breakage. The most likely root cause of the failure is patient related. Rational: furthermore it was possible to contact the patient in that case via phone. He described that one half of the fracture surface is rough and the other half is smooth. This indicates a fatigue fracture with an amount of residual forced fracture. No CAPA in necessary.

Manufacturer narrative:
Aesculap inc. (Importer) is submitting this report on behalf of aesculap ag (manufacturer). Exemption number: e2014018. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: germany. It was reported that one screw left was broken. Components in use listed as concomitant devices are: sw736t / s4 monoaxial screw 7.0x45mm. Sw737t / s4 monoaxial screw 7.0x50mm.